Manufacturer narrative:
Product complaint #(B)(4). Section e1: initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: it was reported by a healthcare professional that the patient underwent mechanical thrombectomy of an anterior cerebral artery (aca) occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/unknown lot number) and experienced vasospasm during the procedure. A 9f optimo balloon guide catheter (tokai medical) was advanced to the internal carotid artery (ica) and the embotrap ii was deployed via a trak 21 microcatheter (stryker). A catalyst 6 aspiration catheter was delivered to the a1 segment of the aca and the embotrap was retracted. Near complete perfusion (i.e., tici score of 2c) was achieved and the procedure was completed despite intraprocedural finding of vasospasm. A chikai guidewire (asahi intecc) was also used in conjunction with the embotrap device. No additional information is available. The device was discarded; therefore, no further investigation can be performed. Without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Vessel spasm is a brief temporary tightening of the muscles in the vessel wall. This can narrow and briefly decrease or even prevent blood flow distal to the spasm and may occur when positioning/advancing the devices through the vessel/arteries. This is a well-known potential complication with any invasive procedure during which devices are introduced into vessels. Review of the available information suggests that vessel characteristics, patient, and procedural factors may have contributed to the reported event rather than a manufacturing issue or defect of the device. The severity of the actual reported event is unknown, and the vasospasm occurred during procedural use of the embotrap device, the event meets MDR reporting criteria. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the date of the event was not reported. The lot number was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by a healthcare professional that the patient underwent mechanical thrombectomy of an anterior cerebral artery (aca) occlusion with a 5mm x 33mm embotrap ii revascularization device (et009533/unknown lot number) and experienced vasospasm during the procedure. A 9f optimo balloon guide catheter (tokai medical) was advanced to the internal carotid artery (ica) and the embotrap ii was deployed via a trak 21 microcatheter (stryker). A catalyst 6 aspiration catheter was delivered to the a1 segment of the aca and the embotrap was retracted. Near complete perfusion (i.e., tici score of 2c) was achieved and the procedure was completed despite intraprocedural finding of vasospasm. A chikai guidewire (asahi intecc) was also used in conjunction with the embotrap device. No further information was provided at the time of complaint initiation.